Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. It was also noted that the upper case was broken and the battery drawer was contaminated.

Event description:
It was reported the device failed refractory periods. There was no patient involvement.